Event description:
It was reported that this right ventricular (rv) lead has been exhibiting a gradual rise in shock impedance measurements, recently, measuring greater than 200 ohms. Technical services (ts) was consulted and discussed troubleshooting and programming options. The boston scientific representative is reviewing the information with the treating health care professional (hcp) and clinic to determine next steps. At this time, the rv lead remains in service. No adverse patient effects were reported. Additional information was received that during a routine generator change out procedure, the physician opted to replace the rv lead as it was continuously measuring high out of range shock impedance measurements. The rv lead was surgically abandoned and replaced. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has been exhibiting a gradual rise in shock impedance measurements, recently, measuring greater than 200 ohms. Technical services (ts) was consulted and discussed troubleshooting and programming options. The boston scientific representative is reviewing the information with the treating health care professional (hcp) and clinic to determine next steps. At this time, the rv lead remains in service. No adverse patient effects were reported.